Manufacturer narrative:
No lot number was provided by the customer; therefore, a review of the manufacturing device history record to determine if any deviations took place during the manufacture of the product could not be performed. Without a lot number or the actual event sample involved in the customer incident and duplication of the non-conformance, no specific assignable cause can be determined regarding the reported incident without a specific assignable cause, no specific corrective actions can be completed; however, we will continue to monitor concerns such as these for possible future actions.  Key production and quality personnel have been made aware of this reported incident through the investigation process.

Manufacturer narrative:
The complaint forwarded to plant for investigation.  A follow-up report will be filed once investigation is completed.

Event description:
Per the customer the suction canister was not providing proper suction while a patient was in distress.